Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the pump powered on with the returned battery cap. The cap was unable to fully tighten and the battery compartment was cracked; however, a power loss was not duplicated. There were no unexplainable pump reboots observed in the black box history. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump.